Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent breast augmentation revision with mentor siltex round moderate profile 300cc saline breast implants which the left side deflated after implantation even though we have not received information regarding explantation date, removal and replacement with saline device indicated.

Manufacturer narrative:
Additional information received on 8/30/2018, indicates that the patient underwent bilateral removal and replacement with following devices: left replaced with catalog number 3507320mc, serial number (B)(4), and right replaced with catalog number 3507320mc, serial number (B)(4) on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/11/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt to mentor, the device contained no fluid. White material was observed within the device. Purple and white material were observed or on the shell surface. Visual evaluation of the device revealed a rent within an area of siltex cracking on the posterior view, measuring approximately 0.2 cm. Parallel lines of shell wear were also observed on the posterior view that extended to the anterior view, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and purple material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).